Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (type unknown) during a procedure on (B)(6), 2010, to treat her pelvic organ prolapse. Reportedly, the patient suffered injuries post-implantation including mesh erosion, vaginal scarring, vaginal shrinkage, extreme pain, bleeding, chronic infection, and dyspareunia (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.